Manufacturer narrative:
Company comment: the serious expected event of foreign body reaction was considered possibly related to the treatment. Seriousness criteria includes the need for medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Alternative etiology could include undisclosed/undiagnosed conditions, such as viral infection or local trauma. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, three case reports, including this case, have been reported for this lot number. However, only this case involved the reported adverse event. A repeat batch record review will be conducted to rule out potential non-conforming product, and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a dental surgeon concerning a 38-year-old caucasian/white female patient. The patient had no known medical history. The hcp believed the patient was breastfeeding. No information regarding concomitant medication or history of allergies was provided. The patient had previously received treatment with sculptra. On (B)(6) 2025, the patient received treatment with 1 ml of sculptra (lot 4j1191, expiry date 28-feb-2027) to the face, in the lower third of the face, the region between the marionette lines and chin, the sides of the face, and the temples, using a 22g cannula with retrograde deep injection. The injections were performed by the reporting hcp. The dose applied per treated area include 0.2 ml in each temple, 0.2 ml on each side of the face, and 0.1 ml to each side of the chin. Approximately 9 months after treatment, in 2025, the patient experienced a moderate hardened and palpable nodule/foreign body granuloma (foreign body reaction) in the region of the depressor muscle of the left lower lip, which persisted at the time of initial reporting. On an unknown date, the patient visited a physician and underwent a dermatological doppler ultrasound scan. The findings were suggestive of a foreign body granuloma related to plla. On an unknown date, the patient received two unspecified intralesional interventions from another hcp. However, no resolution of the event was reported at the time the report was sent to the health authority on (B)(6) 2026. The patient was not hospitalized. The causality was not provided by the reporter and was not assessed as not assessable. Outcome at the time of the report: nodule/foreign body granuloma was not recovered/not resolved/ongoing. Tracking list: v.0 initial report. V.1 fu received on (B)(6) 2026 from the same reporter. Information regarding the event outcome and reporter causality was provided. V.2 fu received on (B)(6) 2026 from the same reporter via the regulatory authority. Reporter occupation, suspect device implant location, event onset date, latency, event location, and corrective treatment details were updated. Case upgraded to serious.